Event description:
Per the clinic, the patient experienced intermittencies with subsequent loss of connection with the device. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.